Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged in the clinic because it was determined to be the cause of the connection error with the heartmate touch.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient's controller not being able to communicate with the heartmate touch was not confirmed. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Additionally, there were no photos, log files, or any other supporting documents submitted that would indicate an issue with the system controller. Multiple attempts were made to obtain additional information about the reported event such as if the controller will be returning to abbott and if exchanging the controller resolved the event; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped from abbott on 02jun2021. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.